Event description:
On 7/20/96, pt had abdominal exploration. Seven mm flat drain inserted. Approx 7/19/96, drain was removed leaving a portion retained in pt, which was surgically removed 7/20/96.

Manufacturer narrative:
Evaluation results- the sample drain fractured at the performation area in the barium tube section approx 2 inches from the hub area. The remaining portion of the barium about 3.5 inches showed a slant cut at the outer end. A small portion of the barium tube located at the fracture site is missing from the tube. The characteristics of the fractured area are similar to those caused by a nick or puncture with a shart onject. The drains receive a pull test for a minimum of 8 pounds during the mfg process.